Event description:
A air embolism and st segment elevation occurred. It was reported that versacross connect laac access solution selected for a left atrial appendage (laa) closure procedure to treat gastrointestinal (gi) bleeding. During the procedure, the physician had trouble locating recommended inferior/medial for transeptal puncture (tsp). The physician crossed the anterior/superior for tsp but was unable to get coaxial to ostium with tsp. Multiple closure device deployments were performed, but unsuccessful. After many attempts, the physician decided to retry tsp. The physician was unable to reach desired tsp location with the was, so the physician exchanged for a non-boston scientific (bsc) sheath. The physician still used the versacross wire. Tsp was redone at inferior and medial. The was sheath exchange was done; the was and the dilator went up. The versacross wire came out and a non-boston scientific pigtail catheter went in. At this point, st segment elevation was noted by anesthesia. The patient's blood pressure dropped but remained stable. The exact blood pressure reading was unknown. The physician decided to continue the procedure and monitor the st segment elevation. The st segment elevation resolved without intervention after several minutes. The physician stated that it had to have been air and continued with procedure; however, no air was ever visualized during the procedure. The patient was hospitalized and they are expected to fully recover. The procedure was completed successfully. Product return is not expected to return. It was further reported that the rf wire was inside the patient body at the time of event. No damage was noted in the devices. No air was noted in the patient nor any issue with the transseptal puncture. As per the physician the rf wire went through the laa. Patient was stable when perf noted. Balood pressure dropped shortly after. Patient was stable when perforation was noted.

Manufacturer narrative:
Investigation summary: based on the available information, although the product was disposed of and could not be returned, we have determined that the st segment elevation, hypotension, and cardiac perforation are known inherent risk of use of this device. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: it was indicated the device is unavailable for return; therefore, a technical analysis of the complaint device could not be completed. Labeling review: review of the IFU states "careful manipulation must be performed to avoid cardiac damage, tamponade or vessel trauma. Dilator and wire advancement should be performed under imaging guidance, such as fluoroscopy or echocardiography. If resistance is encountered, do not use excessive force to advance or withdraw the versacross rf wire or versacross connect transseptal dilator. Excessive force may lead to bending or kinking of the versacross rf wire, limiting advancement and retraction of sheath and/or dilator device." Adverse events include: perforation and/or tamponade, embolic events, and myocardial infarction. The versacross rf wire has only been validated for transseptal puncture use through versacross dilators which have been demonstrated to provide the required support for optimal function. Risk review: a risk review performed for the versacross connect access solution for faradrive device confirmed that the events of myocardial infarction, hypotension. And cardiac trauma are known events defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the versacross connect access solution for faradrive device is acceptable. Investigation conclusion: based on the information provided, the reported event of st segment elevation, hypotension, perforation, cardiac are known inherent risk of the device. St segment elevation, hypotension, and cardiac perforation are expected procedural complication addressed within the IFU for the versacross connect access solution for faradrive. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time. Labelling captures relevant information related to careful manipulation, the adverse events, and reading the sheath's instructions prior to use.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
A air embolism and st segment elevation occurred. It was reported that versacross connect laac access solution selected for a left atrial appendage (laa) closure procedure to treat gastrointestinal (gi) bleeding. During the procedure, the physician had trouble locating recommended inferior/medial for transeptal puncture (tsp). The physician crossed the anterior/superior for tsp but was unable to get coaxial to ostium with tsp. Multiple closure device deployments were performed, but unsuccessful. After many attempts, the physician decided to retry tsp. The physician was unable to reach desired tsp location with the was, so the physician exchanged for a non-boston scientific (bsc) sheath. The physician still used the versacross wire. Tsp was redone at inferior and medial. The was sheath exchange was done; the was and the dilator went up. The versacross wire came out and a non-boston scientific pigtail catheter went in. At this point, st segment elevation was noted by anesthesia. The patient's blood pressure dropped but remained stable. The exact blood pressure reading was unknown. The physician decided to continue the procedure and monitor the st segment elevation. The st segment elevation resolved without intervention after several minutes. The physician stated that it had to have been air and continued with procedure; however, no air was ever visualized during the procedure. The patient was hospitalized and they are expected to fully recover. The procedure was completed successfully. Product return is not expected to return.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated fields describe event or problem (b5), in section b - adverse event or product problem and model number, lot number, catalog number, expiration date and unique identifier (UDI) # (d4), in section d - suspect medical device, and patient codes (f10 and h6), in sections f - user facility / importer report information and h - device manufacturers only. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
A air embolism and st segment elevation occurred. It was reported that versacross connect laac access solution selected for a left atrial appendage (laa) closure procedure to treat gastrointestinal (gi) bleeding. During the procedure, the physician had trouble locating recommended inferior/medial for transeptal puncture (tsp). The physician crossed the anterior/superior for tsp but was unable to get coaxial to ostium with tsp. Multiple closure device deployments were performed, but unsuccessful. After many attempts, the physician decided to retry tsp. The physician was unable to reach desired tsp location with the was, so the physician exchanged for a non-boston scientific (bsc) sheath. The physician still used the versacross wire. Tsp was redone at inferior and medial. The was sheath exchange was done; the was and the dilator went up. The versacross wire came out and a non-boston scientific pigtail catheter went in. At this point, st segment elevation was noted by anesthesia. The patient's blood pressure dropped but remained stable. The exact blood pressure reading was unknown. The physician decided to continue the procedure and monitor the st segment elevation. The st segment elevation resolved without intervention after several minutes. The physician stated that it had to have been air and continued with procedure; however, no air was ever visualized during the procedure. The patient was hospitalized and they are expected to fully recover. The procedure was completed successfully. Product return is not expected to return. It was further reported that the rf wire was inside the patient body at the time of event. No damage was noted in the devices. No air was noted in the patient nor any issue with the transseptal puncture. As per the physician the rf wire went through the laa. Patient was stable when perf noted. Balood pressure dropped shortly after. Patient was stable when perforation was noted.